Manufacturer narrative:
No malfunction of the power wheelchair suspected as the end user was not exercising caution by leaning too far over in the power wheelchair and by not wearing the seat belt. Hoveround's owner's manual warns, "to reduce the chance of serious injury or death from falling from the power wheelchair, do not lean excessively forward or sideways," and, "always use the seat belt."

Event description:
The end user reports while seated in the power wheelchair the end user leaned forward to reach an object and fell. The end user reports not wearing the seat belt.